Event description:
Related manufacturer reference# 1627487-2019-08545 & 1627487-2019-08547. It was reported the patient had been receiving ineffective stimulation. As a result, the physician implanted an additional lead to provide better coverage. Surgical intervention resolved the patient's issue.